Event description:
Follow up information received from the patient reported that the laid around for about 7-10 days and finally the pain let up to a level they could handle. The matter of the severe pain at the ins site had stopped. The patient stated that it appears to be working alright now (as of (B)(6) 2015). The patient was to meet with the manufacturer's representative on (B)(6) 2015 for a follow up appointment and to check the device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4) .

Event description:
Additional information received from the manufacturer representative reported meeting with the patient, who indicated he was concerned about possible ins migration but also that the device wasn't working properly. An impedance check was run and everything was normal and that gave the patient some peace. The patient indicated the ins did not flip and it was uncomfortable for a couple of days but had not caused him any discomfort in the week or two leading up to the appointment. The patient did not want any more surgery and understood that as long as it was not hurting him that everything was okay as is. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2009, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
Information received from the patient reported that they had lost 20 pounds and their implantable neurostimulator (ins) had been migrating 'real bad". The patient stated that it felt like the ins had migrated up some and out of the pocket. They also experienced pain over the ins site with the issue and was described as on and off. In addition, the patient had been having spasms along with stomach issues and nausea which had started in (B)(6) 2014. The patient also stated that where the "wires" go into the ins it felt like they are "going to come through the skin". The reported that all of the patient's weight loss was in the stomach and hips. The ins was not shocking the patient. The patient also mentioned that they had depression and ada. The indications for use for the implanted device were noted as spinal pain and chronic low back pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow -up report will be sent.